Event description:
It was reported that the ilet indicated an "insulin empty" condition while the user was awaiting delivery of insulin cartridges, and the caregiver requested guidance; coaching was provided to monitor blood glucose and use backup therapy as appropriate. Symptoms included none, with blood glucose reportedly unaffected at the time of the call. Outcomes included continued use of glucose monitoring and plans to obtain the shipment. Investigation included complaint intake and user troubleshooting with education regarding backup therapy and monitoring. Investigation of this case revealed an out-of-drug condition consistent with depletion of insulin supply, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user supply depletion leading to an expected out-of-drug alert.